Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2015, information was received from a foreign healthcare professional (hcp) regarding a patient who was receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump for an unknown indication. On thursday, (B)(6) 2015, the patient was seen by their hcp and had a motor stall. The hcp reprogrammed the pump to minimum rate and tried to "stabilize the patient." The hcp was considering a pump replacement once the patient was stable. On (B)(6) 2015, the patient was reported as in the intensive care unit (ICU) (admission date was not reported) and their pump began alarming again. Telemetry for the second alarm had not occurred because a clinician programmer was not available. The ICU staff feared the alarm meant the pump was infusing at a rate higher than the minimum rate. The patient's unspecified change in therapy/symptoms were reported as sudden, although the specific symptoms were not reported. The outcome of the event was not reported. Additional information has been requested regarding device information, drug information, diagnostics/troubleshooting, interventions, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-05 additional information was received from the health care provider via the representative that the patient's pump at the time of the event was delivering 2000 mcg/ml 539 mcg/day simple continuous mode. The vpi lot# v5b001 with expiration of march 2016. The specific symptoms of the patient was requested however it was now reported that the patient experienced classic baclofen withdrawal symptoms. Troubleshooting performed was reported as due to the critical alarm an interrogation of pump showed motor stall and later 'tube set' alarm indicating a hard mechanical failure. Initially it was unknown if the pump failure could be intermittent and therefore all the drug was removed from the path. The patient's clinical withdrawal was managed by intravenous opiates/benzo's and baclofen via percutaneous endoscopic gastrostomy (peg). Further, the pump remains in situ with no drug and programmed to the non-therapeutic rate (even though the pump is at hard stop). The patient was deemed at the time to be too high of a risk for surgical removal/replacement at this point. The patient was currently maintained adequately on baclofen 30 mg by peg q.6 h and was most likely to remain on this regime. The patient's other medications taken at the time of the event included: citalopram 10 mg peg daily, lansoprazole 30 mg peg daily, crestor 5 mg peg daily, salbutamol 2 puffs q.i.d. P.r.n, zopiclone 5 mg peg at bedtime, atrovent 2 puffs q.6 h. P.r.n, levofloxacin 750 mg peg every 3 days, and vitamin d 1000 units p.o. Daily. The patient's pertinent medical history included multiple sclerosis (ms), bilateral below-knee amputations due to previous ulcers, chronic sacral ulcers with associated osteomyelitis, intrathecal baclofen pump for spasticity, ileal conduit, colostomy, and g tube for feeding. There were no known allergies. The patient's indication for use of the implanted system was ms (pp).